Event description:
It was reported via repair work order that the footboard lid was missing with sharp edges exposed and the bed had no power due to the power cord power prong being bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.